Manufacturer narrative:
(B)(4). D10: pn: 42500606401, ln: 64831672 psn fem ps cmt ccr std sz 8 l. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately 3 years and 11 months post-implantation due to pain and loosening. The primary posterior-stabilized knee components were revised to a revision knee system. Attempts have been made and no further information has been provided.